Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the issue of loose ceramic head is caused by a component failure of the ceramic head (insulation beak). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the inner sheath, for 26 fr. Outer sheath, ceramic head is loose. There was no patient involvement.